Manufacturer narrative:
Section d4, d10, h3: additional information. Section h4: corrected information . Manufacturer's investigation: the reported event of a communication fault alarm was confirmed via the submitted log files. A review of the submitted log files spanned approximately 3 days ((B)(6) 2019 per time stamp). On (B)(6) 2019 at 11:54 the loss of lvad comm alarm activated due to a com a and com b fault. The absence of communication caused the system controller to record a motor speed 0 rpm; this is consistent with both comm faults. The alarm stayed active through the entirety of the log file. The driveline was disconnected at 12:01 to replace the system controller. No other notable alarms were active in the log file. Review of the complaint history showed that no prior events related to comm fault alarms or any other pump-related events or adverse events were reported for this patient throughout approximately 12 months on vad support. The patient did report various low flows. The hmiii system controller, serial (B)(6), was returned for analysis in unremarkable condition. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. No alarms were reproduced during testing. The controller was able to support pump function for an extended period of time. Further troubleshooting revealed no anomalies inside the system controller. The investigation is not able to conclude what led to the pump off event or why it did not automatically recover. The available information indicates that the product conforms to the current design requirements. Patient had hemodynamic compromise symptoms during the event but recovered once the controller was exchanged. The patient with the caregiver's assistance performed a controller exchange which restarted the pump and resolved the issue. A root cause for the reported event cannot be conclusively determined or correlated with the controller through this analysis. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (doc. #10006135, rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (doc. #10006136, rev. A) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot communication alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 6 months calculated from manufacture date. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient experienced a communication fault and yellow wrench alarm. The controller was exchanged to troubleshoot the alarm. Manufacturer's technical services reviewed submitted log files and observed a loss of lvad communication on (B)(6) 2019. It is believed that the controller stopped powering the pump due to the loss of communication that occurred. The patient was reportedly very dizzy and close to losing consciousness. The subsequent driveline disconnect occurred during the controller exchange. On (B)(6) 2019, additional log files were received from patient on his backup controller. No alarms were reported overnight and the patient was doing well. Per technical services, there were no unusual events seen within the log file. The backup system controller appeared to be operating as intended. Additional information received from the clinician reported the controller exchange resolved the issue and no additional alarms have occurred. The patient is doing well. He has been informed about the event, the possibility the event may reoccur and the risk of staying home alone in case another alarm or pump stop were to occur. A transthoracic echocardiogram (tte) was performed and no clots were seen. The patient was discharged home in stable condition. It was reported the system controller will return for investigation. No additional information was provided.